Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has used less drills than recommended to perform the implant installation.

Event description:
(B)(4). The dentist reported that nearly 4 months after dental implant was installed in intraoral region 11#, its non-osseointegration was observed. In addition, 30 ncm of primary stability was achieved, the patient presented insufficient bone quality/quantity (bone type iii) and immediate implant procedure was performed.